Event description:
It was reported, the colonovideoscope had no image and residue on the electronic connector contacts. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection however reported failure was confirmed by fse (field service engineer) a definitive root cause could not be identified. Based on the results of the investigation, for electronic connector with residue on contacts the most probable cause of the complaint was not established. And for the no image the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.